Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Alleges the forward drive sensor is not activating properly and the chair would not stop causing injury.

Manufacturer narrative:
The part was returned and evaluated. The sensor placement needed to be adjusted. (B)(4).

Event description:
Alleges the forward drive sensor is not activating properly and the chair would not stop causing injury.